Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent introducer needle is confirmed, but the root cause could not be determined. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation of the returned microintroducer revealed blood residues along the device. A bend was observed at the proximal end of the microintroducer sheath. Deformation was observed along the sheath distal tip. A microscopic observation revealed significant tip deformation on one side of the distal sheath tip. The other side of the introducer sheath tip was measured and compared against its part drawing. The sheath tip transition radius was measured and was observed to be within its manufacturing specifications; however, an accurate measurement of the sheath tip transition radius could not be adequately acquired due to the used condition of the product. No root cause could be identified for this failure due to the state of the returned sample. Possible causes of failure include sheath tip transition radius, device insertion angle, or other unknown clinical conditions. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a puncture was performed in the basilic vein with total progression of the guidewire. When inserting the dilator, it presented resistance and spontaneous expulsion. Upon assessing its integrity, I observed a significant bend in the upper part of the device. The patient's vessel ruptured and caused bleeding with hematoma. No medical intervention was required. Additional information received on 01/21/2026: during the puncture and insertion of the guide wire, there were no changes, and its location within the vessel was confirmed by ultrasound imaging. We always irrigate the catheter with saline solution to test it before inserting it into the patient, as recommended by the manufacturer, to ensure that it does not leak. The packaging was intact and without any visible damage. When I handled the dilator, it was intact, and we did not apply force. We also performed a dermatotomy on this patient, a procedure that serves to improve the sliding of the dilator when the skin has good turgor. To insert the dilator, we observed it to be intact with no visible changes when we handled it in the distal area, where it was not compromised. Only after its introduction did we hold it along its entire path until it reached the proximal area where the failure occurred. At that moment, resistance and spontaneous expulsion of the device were observed, where we removed it and it remained without wrinkles or any damage in the distal part, only in its proximal area. We removed the device immediately and performed local compression, then changed the vessel and performed a new puncture, and I had to use a new catheter kit. On 03/19/2026: it was found during an investigation there was a bend in the proximal end of the sheath and sheath tip deformation.